Event description:
It was reported that during implant the lv lead exhibited loss of capture and high lead impedance. The lead was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of high impedance was confirmed in the laboratory. Excessive force was applied when removing the stylet and this caused the ptfe coating to be stripped inside the pacing coil. Due to the excessive force the sensing cable fractured and caused the measured high lead impedance. The lead was damaged in the field.